Event description:
It was reported that an ilet user experienced a dexcom g7 pairing failure with the ilet, while the sensor remained connected to the user¿s mobile app, and the ilet displayed a bluetooth failure with a 0.00 version in settings; the user¿s blood glucose was reported at 127 mg/dl and unaffected. Symptoms included no adverse clinical effects. Outcomes included reverting to backup therapy with long-acting and rapid-acting insulin and shipment of a replacement ilet with instructions to shut down the original device and return it, and education that data would not transfer and startup would be required on the replacement. Investigation included guided troubleshooting, device restart, bluetooth toggling, and sensor replacement, which did not resolve pairing to the ilet. Investigation of this case revealed a persistent communication malfunction between the ilet and the dexcom g7 consistent with a bluetooth subsystem failure on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a device communication failure of the ilet requiring replacement.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.